Event description:
A patient enrolled in a clinical registry study underwent an uneventful ion lung biopsy without intra-procedural complications or device malfunction. The patient was discharged home the same day. Pathology results confirmed a malignant metastatic tumor consistent with meningioma. The patient died 22 days post-procedure; the cause of death was reported as metastatic meningioma. It was reported that, on post procedure day 14, prior to death, the patient experienced syncope and worsening neck pain attributed to a pre-existing right posterior neck area meningioma tumor that was managed with intravenous fentanyl and hydromorphone. The patient also had extra thoracic cancer involving the brain and nervous system and was actively receiving cancer therapy.

Manufacturer narrative:
System log review confirmed no errors occurred during the procedure that could have caused or contributed to the event. A review of the device history record (DHR) was not performed because there was no allegation of a device malfunction or contribution to the event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient underwent ion bronchoscopy with biopsy and was diagnosed with metastatic meningioma. He died 22 days after the procedure from metastatic meningioma. Based on the available data the death was due to underlying medical conditions and was neither procedure nor device related.